Event description:
It was reported that while transporting a 250 lb pt the stretcher base frame caster tube allegedly fractured. When the fracture occurred the stretcher allegedly tipped over sideways and the pt fell to the floor.